Event description:
Customer reported a triggered arterial bubble detector. Upon inspection, air was noted on both sides of the membrane. They attempted air elimination via a pigtail on the top post-membrane luer lock access without successful. The origin of the air was not identified. (B)(4).

Manufacturer narrative:
Results of laboratory investigation: as the tubing was not available for investigation only the hls oxygenator was investigated. During optical inspection no visible defects were detected. The leak test performed according to lv 201 (blood side) did not reveal any leakage. The oxygenator worked according to its specifications. Thus the failure could not be confirmed. According to the hls risk assessment (dms#1468452, v22) following probable root causes could be determined: negative pressure on the blood side when the deairing membrane is open additional air is getting pushed into the module during emergency deaeration de-airing valve remains open throughout the perfusion. The occurrence rate was calculated for the reported failure and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).